Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced time/clock anomaly. The customer's blood glucose value was 223 mg/dl. The customer stated that the sensor turned off and the pump suspended without the sensor feature on. The customer stated that they also went low and the pump was not giving insulin as it should. The product was returned for analysis.